Event description:
It was further reported thatat the time of the event, the 100% in-stenosis restenosis of previously placed study stent in mid right coronary artery was treated with balloon and placement of 3.50 x 38 mm promus stent with 0% residual stenosis.

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient experienced a myocardial infarction, chest pain and required a re-intervention. The target lesion was located in the mid right coronary artery with 99% stenosis and was 20 mm long with a reference vessel diameter of 3.50 mm. The physician treated the lesion with pre-dilatation and placement of a 3.50 x 20 mm taxus liberte stent. Following the post-dilatation residual stenosis was 10%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented with chest pain and was diagnosed with a myocardial infarction. A target vessel re-intervention was performed. No further details are available. The event was resolved and the patient discharged.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).